Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went into vt and had to be externally defibrillated because the device did not intervene. The device was interrogated and found to be in backup vvi with high voltage therapy disabled. Patient was intubated in the ICU and did not have any external emi exposure. Patient will be monitored and is stable.